Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, difficulty deploying a stent occurred. Vascular access was obtained via the brachial artery. The 100% stenosed de novo lesion was located in the moderately tortuous and moderately calcified subclavian artery. A non bsc stent was implanted in the target lesion. A 8.0x20x express ld stent delivery system (sds) was advanced but significant resistance was encountered while trying to cross the implanted non bsc stent. The physician "deeply engaged" a 6fr non bsc sheath and was able to successfully crossed the implanted stent with the express ld (sds). The sds was well positioned and the balloon was inflated to 6atms for 20 seconds. The proximal portion of the stent expanded about 70% however the distal portion of the stent did not expand. Another attempt to expand the stent by increasing balloon pressure was unsuccessful as the increase in pressure failed. The sds system was removed. To complete the procedure, the physician post dilated the express ld stent with a 6.0x40mm sterling balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, difficulty deploying a stent occurred. Vascular access was obtained via the brachial artery. The 100% stenosed de novo lesion was located in the moderately tortuous and moderately calcified subclavian artery. A non bsc stent was implanted in the target lesion. A 8.0x20x express ld stent delivery system (sds) was advanced but significant resistance was encountered while trying to cross the implanted non bsc stent. The physician "deeply engaged" a 6fr non bsc sheath and was able to successfully crossed the implanted stent with the express ld (sds). The sds was well positioned and the balloon was inflated to 6atms for 20 seconds. The proximal portion of the stent expanded about 70% however the distal portion of the stent did not expand. Another attempt to expand the stent by increasing balloon pressure was unsuccessful as the increase in pressure failed. The sds system was removed. To complete the procedure, the physician post dilated the express ld stent with a 6.0x40mm sterling balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft. There was no stent on the balloon. The stent was not returned for analysis. There was blood present inside the balloon. From the condition of the balloon it was not possible to see a clear impression on the balloon material of where the stent was originally crimped. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure when a leak was noted. Microscopic examination of the balloon material noted a pinhole located 5mm proximal to the tip of the device. The damage noted to the balloon may be consistent with the difficulty deploying the stent which was experienced by the physician during the procedure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).